Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing step, filling took more insulin than expected and the customer was not seeing drops of insulin exit the end of the tubing during filling. During troubleshooting with tandem technical support, air bubbles were noted. The customer was able to perform fill tubing to prime out the bubbles and resume insulin delivery. There was no impact to the customer's blood glucose level.